Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch mg6289, batch me6476. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The initial complaint report contains a total quantity of 3 and 2 lots mentioned: mg6289 and me6476, please clarify: please confirm the quantity of sutures that presented the issue during the procedure for each lot. Are these actual or possible lots? Please clarify the event "needle was gone", did the needle release from the thread during use on patient?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2018 and suture was used. When the staff set the suture down, they noted the needle was not attached to the suture. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: batch (B)(4) mfg date: (B)(4) 2018, exp date: (B)(4) 2023 batch (B)(4) mfg date: (B)(4) 2018, exp date: (B)(4) 2023 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.